Manufacturer narrative:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 4. Concurrent conditions included uterine fibroids and ovarian cyst. Concomitant products included anovlar (microgestin), hydroxyzine (atarax) and metronidazole (flagyl). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: skin rash"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain and cramping"), uterine leiomyoma ("upper enlarged uterus fibroids"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with clobetasol, ibuprofen, surgery (hysterectomy with bilateral salpingectomy.) And surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower and procedural pain had resolved and the menorrhagia, intra-abdominal haemorrhage, uterine leiomyoma, rash, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, vaginal haemorrhage and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, procedural pain, rash, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs received: patient demographic information updated, treatment medications, new events menorrhagia, vaginal haemorrhage and female sexual dysfunction added. Outcome for the events pelvic pain, abdominal pain lower and procedural pain updated to recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 4. Concurrent conditions included uterine fibroids and ovarian cyst. Concomitant products included anovlar (microgestin), hydroxyzine (atarax) and metronidazole (flagyl). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain and cramping"), uterine leiomyoma ("upper enlarged uterus fibroids"), rash ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexualintercourse)"). The patient was treated with surgery (hysterectomy withbilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, uterine leiomyoma, procedural pain, rash, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, headache, intra-abdominal haemorrhage, migraine, pelvic pain, procedural pain, rash, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs and medical record received: reporter information, patient details , other relevant history, lab data, product information , concomitant drugs and events- rashes or skin conditions, bladder or urinary problems or changes, bladder disorder, urinary tract disorder, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain and cramping") and uterine leiomyoma ("upper enlarged uterus fibroids"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. On (B)(6)2015, 1 year 4 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, uterine leiomyoma and procedural pain outcome was unknown. The reporter considered abdominal pain lower, procedural pain, intra-abdominal haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: no results provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.